Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2352700 model: sc-2352-70 serial: (B)(6). Batch: 7072973/7073013.

Event description:
It was reported that the patient had an infection at the ipg site and pus was noted. The physician was unable to determine the cause of infection and prescribed the patient with antibiotics. It was also noted that the patient was not comfortable with the location of the ipg. The patient underwent a revision procedure wherein the ipg and leads were replaced. The patient was doing well postoperatively. The explanted devices were not returned.